Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported five issues that the patient experienced high blood glucose due to trusteel infusion set tubing was leaking at coupling housing in use of some 12hrs & others a day & half and was treated by correction injection via mdi (multiple daily injection) on (B)(6) 2026.